Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/08/2025, the beta bionics ilet user reported that their ilet device did not hold a charge for more than approximately 10 hours and sometimes less, even after being fully charged. The device powered off unexpectedly during use, and repeated ¿recharge ilet soon¿ alerts were displayed. The user confirmed trying multiple power outlets, the supplied charger, and a third-party charger, but the issue persisted. The issue was resolved by sending a replacement device to the patient. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.